Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, self test and active current measurement. However, the pump failed the sleep current measurement due to a problem isolated to electrical board. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alert. Customer stated that he was received a low battery alert prior to the replace battery alert. Customer stated that insulin pump battery cap was not loose or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.